Event description:
Non capture at max. Output 8.1v and low ohms in bipolar unipolar ohms at 237-257. Unipolar capture still present. Intermittant unipolar oversensing of non cardiac signals and undersensing.